Event description:
It was reported that during a manual sensing test, the r-waves were not measured. It was also reported that the patient has a history of ventricular tachycardia (vt) and defibrillation threshold (dft) was done a few months prior with no undersensing noted. It was further reported that the doctor was concerned about undersensing during ventricular fibrillation (vf) and placed a new lead since small r-wave sensing was a known issue with the patient. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.